Event description:
It was reported that the patient presented to the emergency room. An interrogation of the implantable cardioverter defibrillator (ICD) found that the patient had experienced an episodes of ventricular fibrillation (vf) that was under-sensed. Under-sensing resulted both successful and unsuccessful high voltage shocks. Programming interventions were made. The patient was recovering.

Event description:
It was reported that the patient presented to the emergency room and stated that they had passed out. An interrogation of the implantable cardioverter defibrillator (ICD) found that the patient had experienced an episodes of ventricular fibrillation (vf) that was under-sensed. Under-sensing resulted both successful and unsuccessful high voltage shocks. Programming interventions were made. The patient was recovering.